Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst commented that the helix was able to be extended and retracted within specification. (B)(4)

Event description:
It was reported that during implant of the right atrial (ra) lead the physician had difficulty extending/retracting the helix after extending and retracting it several times. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.